Event description:
It was reported that a patient presented to the hospital after falling and hitting their head. A brief period was observed on telemetry with no right ventricular (rv) lead capture and there was an acute rise in thresholds. An x-ray was negative and the lead did not show any anomalies, impedance and sensing were normal, and the pin appeared to be fully inserted in the header. Programming intervention was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-45, lead; implant: (B)(6) 2005. (B)(4).